Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with an external insulation abrasion, 60.8 to 70.7 cm from the proximal end, due to friction with another device and/or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.